Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer blood glucose level was 200 mg/dl. The customer states that she believes her blood sugars are high due to stomach flu. The customer didn't want to troubleshoot but she had advised to call if the issue persist and decided she wants to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.